Manufacturer narrative:
(B)(4). The analysis found that one pve35a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested and the following was obtained: how long was the surgery prolonged as a result of the event? Can you please clarify if the extended surgery or shorter vessel caused any intra-op or post-op issues or consequences for the patient? As a result the procedure was 10 minutes longer than usual. There were no post op consequences for the patient.

Event description:
It was reported that during a donor nephrectomy procedure, the stapler was positioned on renal artery, closed and fired. The device would then not open. The user then used the manual override on the device and the stapler still would not open. The artery then had to be clipped and cut either side to remove the stapler which resulted in the vessel being shorter than desired. It therefore took longer to remove the kidney. Another device was used to complete the procedure. There were no adverse consequences for the patient.